Manufacturer narrative:
UDI: (B)(4). The certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported the certas valve was implanted in a male patient via v-p shunt in (B)(6) 2020 with a setting of 5. The setting was changed to 4 while in the hospital. The patient was discharged and returned to the hospital on (B)(6) 2020 unable to speak properly. A CT scan was performed and showed bilateral subdural hematomas. The setting was changed to 8 and the patient is currently monitoring at the hospital.